Event description:
A blood/fluid warmer, model fw600, was reported by customer to have blood contamination that rendered it unusable. The hospital tried cleaning and decontaminating the unit, but the blood had leaked into the electronics of the unit and could not completely be removed. With the blood contamination, the unit could not be returned to the MFR.

Manufacturer narrative:
Due to contamination, device unable to be returned to MFR for investigation. No conclusion regarding cause of the malfunction can be drawn at this time. User facility was contacted to review operators manual cleaning instructions and use of device. The device's electronics are sealed from fluid ingress. The device is ipx 4 rated.